Event description:
It was reported that after insertion of the foley catheter, no urine outflow could be confirmed and ultrasound showed urinary retention. It was removed and applied negative pressure with a syringe, but even air could not be drawn. It was also mentioned that second case of poor drainage in a product subject to a voluntary recall and full investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.